Manufacturer narrative:
The customer fixed the leak by disassembled and reassembled the bellows system under ge healthcare phone support. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak greater than 4.5lpm. There was no report of patient involvement.